Event description:
It was reported that there was a revision for unknown reasons. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical devices: constrained liner with constraining ring; item# 00-6334-068-36; lot# 60869003. Femoral stem - revision taper - nitrided cementless; item# 00-9982-018-18; lot# 61384910. Femoral stem - revision taper - nitrided cementless; item# 00-9982-018-23; lot# 61195655. Femoral body - revision - nitrided - porous cementless; item# 00-9990-017-46; lot# 60342487r. Femoral body - revision - nitrided - porous cementless; item# 00-9990-018-46; lot# 60871375. Cable cerclage cable with crimp; item# 00-2232-004-18; lot# 61218419. Cable cerclage cable with crimp; item# 0-2232-004-18; lot# 61151241. Cable cerclage cable with crimp; item# 00-2232-004-18; lot# 61202484. Cable cerclage cable with crimp; item# 00-2232-004-18; lot# 61178767. Cable cerclage cable with crimp; item# 00-2232-004-18; lot# 61261179. Report source - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 13 years after initial surgery the stem was revised due to implant fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, b4, b5, d6, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. It was confirmed that the revision occurred due to hip stem fracture. As this complaint only captures the head implanted, no problem was found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.